Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inability to disengage the cot from the cot fastener. There was no patient involvement.

Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found and the issue was due to user error.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inability to disengage the cot from the cot fastener. There was no patient involvement.